Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not alerting when battery was low. Customer also stated that the insulin pump was louder during rewind as well as buttons less responsive and harder to press. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.